Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent deformation occured. The 95% stenosed target lesion was located in the 38x4.00mm, moderately tortuous and seriously calcified left anterior descending (lad artery. A 38 x 4.00 promus premier stent was advanced for treatment. However, during procedure it was noticed that the stent scraped with the lesion and the proximal part of the stent was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is stable.

Event description:
It was reported that stent deformation occured. The 95% stenosed target lesion was located in the 38x4.00mm, moderately tortuous and seriously calcified left anterior descending (lad artery. A 38 x 4.00 promus premier stent was advanced for treatment. However, during procedure it was noticed that the stent scraped with the lesion and the proximal part of the stent was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: promus premier ous mr 38 x 4.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts lifted and bunched in a distal direction along the balloon. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found a break 1400mm from the distal tip of the device and the manifold was detached and not returned alongside the device. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.